Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. The customer was experiencing nausea, vomiting, stomach aches and headaches. The mother was also reported that the insulin pump alarmed motor error multiple times. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.